Event description:
It was reported to physio-control that the customer used their device on a patient, but that the device would not analyze the patient's heart rhythm and would therefore not provide a defibrillation shock. There was patient use associated with the reported event; however, no information about the patient outcome or patient details were provided.

Manufacturer narrative:
The customer did not return the device to physio-control for evaluation, despite several attempts from physio-control to get the device returned. An evaluation of the device could therefore not be performed. A cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.